Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was sticking. Customer's blood glucose level ranged from 192-193 mg/dl. Customer applied more force to the button to resolve the issue.